Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27000. It was reported that a patient presented to the emergency room after experiencing syncope. Noise resulting in oversensing and false automatic mode switching episodes were noted on the patient's right atrial and right ventricular leads. Programming changes were made on (B)(6) 2021 to address the issue. The patient was stable throughout.